Event description:
It was reported that the unipolar ventricular impedance was 577 ohms at implant and 258 ohms twenty three months later. Bipolar impedance was approximately 350 ohms. The patient was pacemaker dependent.

Manufacturer narrative:
No medwatch form was received.